Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-09535. Related manufacturer report number: 2017865-2021-09536. It was reported that the patient presented in clinic. Upon interrogation, multiple ventricular noise reversion episodes were noted. The noise was reproduced with isometric testing. Both the right and left ventricular leads exhibited noise. The physician was concerned about over-sensing and pacing inhibition. The leads were explanted and replaced on (B)(6) 2021. During the procedure, when a new left ventricular lead was attempted to be implanted, it exhibited high impedance caused by blood within the distal portion of the insulation on the lead. It was thought that the lead became compromised during the procedure. The lead was removed and replaced. The patient was in stable condition.